Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to high blood glucose. The nurse also reported that the insulin pump had no delivery alarms. The customer's blood glucose was around 550 mg/dl at the time of the hospitalization. The date of the hospitalization was (B)(6) 2015. The nurse stated that the customer was not on the insulin pump and was using glucagon shots. The nurse declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm noted. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked battery tube threads.